Event description:
Routine complaint for high readings when compared to a laboratory comparison. The laboratory comparison was plotted onto a clarke error grid and the results fell into the d zone, which is considered to be clinically significant. The timeframe between the comparison readings is unknown.